Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a right tka with depuy components and cement on (B)(6) 2014. The patient was later revised on (B)(6) 2018 for loosening of the tibial component that the surgeon states "subsided enough to give global instability of the right total knee." The surgeon does not indicate the interface of loosening, only stating that the tibial component was easily removed and bone was not seen on the implant. Doi: (B)(6) 2014, dor: (B)(6) 2018.